Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Correction: d, e, g. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that customer received 2 orders of their monthly supply. Both were marked with the correct size, but 1 box was bigger and customer stated it was not a 14f. It¿s to big causing bleeding every time with insertion and they could not use them. It was noted that the given lot # was ngjw3614. Per customer follow up via phone on 05apr2025, it was reported that customer wanted the defective catheters to be replaced.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that customer received 2 orders of their monthly supply. Both were marked with the correct size, but 1 box was bigger and customer stated it was not a 14f. It¿s to big causing bleeding every time with insertion and they could not use them. It was noted that the given lot# was ngjw3614.

Event description:
It was reported that customer received 2 orders of their monthly supply. Both were marked with the correct size, but 1 box was bigger and customer stated it was not a 14f. It¿s to big causing bleeding every time with insertion and they could not use them. It was noted that the given lot# was ngjw3614. Per customer follow up via phone on 05apr2025, it was reported that customer wanted the defective catheters to be replaced.

Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. A potential root cause for this failure mode could be catheter gauging that can lead the catheter oversize (over size). Pfmea ra87p088 rev 3 (miscellaneous catheters manufacturing) was reviewed for this investigation. The reported event is addressed in step/item inspection. A potential root cause for this failure mode could be catheter gauging that can lead the catheter oversize (over size). Based on information in the pfmea, the risk of this failure is low. Current controls in place are adequate to mitigate this failure mode. A review of the device labelling has been conducted for investigation purposed. The IFU is attached on the investigation overview element. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Therefore, no additional action is required at this time. Correction: d. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.